Manufacturer narrative:
H.6. Investigation: although a sample was returned for investigation, the 2420-0007 was not received by customer advocacy for investigation. From the information provided by the customer it appears that the silicone tubing had bulged near the upper pumping segment. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. Without the affected sample or further information, it has not been possible to determine what factors may have led to the customer¿s experience in this instance.

Event description:
It was reported that as lvp 20d 2ss cv tubing bulged. The following information was provided by the initial reporter: there is a bulge in the line at the top section that is loaded into the bd alaris pump.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing bulged. The following information was provided by the initial reporter: there is a bulge in the line at the top section that is loaded into the bd alaris pump.